Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge for insulin therapy. Reportedly, the customer had been using fiasp insulin within the pump supplies. Tandem technical support informed customer that fiasp insulin is off label per the user guide. There was no reported adverse impact to the customer's blood glucose level.